Event description:
It was reported that when switch drape was depressed, the unit continually ran without ever locking. The unit ran until the battery died as did the second battery. No patient injury reported.

Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation did not reveal any problems. A known good battery was installed. The unit's power rocker switch was set to the "on" position and the unit pressurized as designed. The power switch was then set to the "depressurize" position and the unit depressurized normally. The spider's limbs were then manipulated and they moved freely and normally. The power switch was then set to the "on" position and the unit pressurized normally. The "set up" button was then pressed and the unit depressurized as designed. The limbs were then manipulated again and they moved freely and normally. The drape switch test jig was then plugged in and the power switch was used to pressurize the unit. The drape switch test jig's button was pushed and the unit depressurized as designed. The limbs were manipulated normally. The drape switch test jig was reinserted and the footswitch was pressed and it depressurized the unit as designed. The drape switch was pressed approximately 20 times with no issues. The reported complaint of the unit continuously running could not be replicated. The root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.